Event description:
It has been reported to philips that x-ray was not possible. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) found that x-ray was not possible. Upon functional testing the rse found that the connection between fdc and ippc was loose. Rse have been reseated the connection between fdc and ippc. After reseated the connection , the system was returned to use in good working order.­ the codes were updated based on the investigation outcome. Evaluation method code was corrected.